Manufacturer narrative:
A cerebrospinal fluid leak (csf) during implantation was reported to abbott. Multiple attempts to reach the patient have been unsuccessful with no response from the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-02843. It was reported a cerebrospinal fluid (csf) leak occurred during a trial procedure on (B)(6) 2021. The patient reported a headache afterwards. In turn, trial leads were pulled out. As a result, medical intervention may take place at a later date to address the issue.